Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported in response to customer recall letter that was sent out, the customer stated "we have seen modules where the screws have started to back out ". Customer stated it was less than ten (10) and in "rare situations". No specific event information was provided. There was no reported patient events.